Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The device was received in one piece. However, the connector was not received, it was not attached to the fiber body. Visual analysis of the returned fiber identified that the fiber connector was detached from the fiber body and not returned. The fiber had no signs of usage. It is likely that procedural handling and procedural conditions of the device during set-up, use contributed to the fiber body break. The fiber had no signs of usage. The IFU states, carefully inspect the fiber for kinks, punctures, fractures, a broken tip, jacket or fiber or other particulates or pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. Therefore, the investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the laser wire came apart from the fiber connector. The procedure was completed with another device and no patient complications was reported.

Event description:
It was reported that the laser wire came apart from the fiber connector. The procedure was completed with another device and no patient complications were reported.